Event description:
I just started wearing contact lenses again after several years. A couple weeks into using them I began to notice my eyes turning red and severe pressure in my eyes and also feeling like there was something constantly in my eye. I would stop wearing them for a few days and all would be well and then it would start all over again. I have recently been out of town and planning to see my dr upon my return. As I was getting ready to travel I heard of the recall and, guess what I have been using complete moisture plus. Lot ac00028, 01/09.